Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, de novo, mid left anterior descending (lad) artery the 3.0 x 28 mm xience prime stent was implanted. After post-dilatation a proximal stent edge dissection was noted; a 3.0 x 18 mm xience prime stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.